Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the allegation of white foreign matter on the catheter was confirmed. Based on the media analysis the foreign material present in device was confirmed and catheter not recognized was unable to confirm. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of foreign material and catheter not recognized are known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of quality control deficiency and supporting evidence that came to this conclusion. Based on the available information, boston scientific concluded the cause of quality control deficiency was selected based on the identification of white stains on the handle section of the catheter. A corrective and preventive action (CAPA) investigation was initiated to further evaluate events where removable white stains on the catheter handle were observed and determine the root cause. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during preparation for the farawave procedure for paroxysmal atrial fibrillation, a farawave 31mm was opened for the procedure. The farastar generator did not recognize the catheter. A catheter bypass was enabled, a new farastar cable connection cable was used, the generator was rebooted, but none of these fixed the issue. A new catheter was opened and immediately recognized by the generator. Additionally, upon opening both catheters residue was noticed on the handle of both (likely unrelated but still concerning) see attached photo. The device is expected to be returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for the farawave procedure for paroxysmal atrial fibrillation, a farawave 31mm was opened for the procedure. The farastar generator did not recognize the catheter. A catheter bypass was enabled, a new farastar cable connection cable was used, the generator was rebooted, but none of these fixed the issue. A new catheter was opened and immediately recognized by the generator. Additionally, upon opening both catheters residue was noticed on the handle of both catheters. The device is expected to be returned. Media was provided.